Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge ipg frequently. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient had to charge ipg frequently. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 (sn: (B)(6)). The returned ipg was analyzed and the battery depletion rate is exceeding the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. The device was manufactured in 2006.